Event description:
It was reported that device entrapment occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-21 carotid wallstent self-expanding was selected for use. After deployment, the stent delivery system became stuck to the non-boston scientific embolic protection system. The entire system was removed together including guidewire and protection device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-21 carotid wallstent self-expanding was selected for use. After deployment, the stent delivery system became stuck to the non-boston scientific embolic protection system. The entire system was removed together including guidewire and protection device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-21 carotid wallstent self-expanding was selected for use. After deployment, the stent delivery system became stuck to the non-boston scientific embolic protection system. The entire system was removed together including guidewire and protection device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: updated.